Manufacturer narrative:
Patient information was not made available from the site. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, a slap hammer was damaged. The surgeon was using the slap hammer and "the end-piece broke off" no further details regarding this damage, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The patient gender has been provided. The reported issue occurred during an oblique lumbar interbody fusion (olif). The reported issue was described to show that the stop on the slap hammer came off when used by the operator.